Event description:
Rptr is experiencing a health problem directly related to these inplants and is going to have them removed and replaced with saline. Since it is affecting her health, health insurance carrier will pay for the removal procedure which will be billed at about $6,000,00. She is unable to pay for the replacement which is about $3,000,00. Rptr is in so much continual pain, it feels like she is having a heart attack. Rptr has been to three different drs and was told the same thing. Major capsular contracture and possible leakage.